Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred during drain cycle 4. The patient's ultrafilteration reading was 2174 ml. This meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device was determined to meet functional and electrical performance specification requirements per rite testing. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain - tidal ultrafiltration (uf) removal set too low (at 500 ml). Device was found to meet specifications relative to the iipv found in the logs. No issues were identified during a review of the device's previous service history record (shr) that may have contributed to the reported difficulties or the additional increased intra peritoneal volume(iipv). A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.